Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) which was possibly due to doub le-counting r-waves. Follow-up with the device clinic revealed that reprogramming changes were performed for lead sensitivity, which resolved the double-counting issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.